Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: dr. Did not use sutures or clips to tie off the vessels. He didn¿t use any other instruments or disposables during the operation. He only used harmonic focus plus for the entire procedure. Hematoma bulge underneath the incision was identified 2 weeks after the surgery. The patient doesn¿t have coagulation disorder and he was not taking any anticoagulant or steroids. The patient hasn¿t undergone any chemotherapy or radiotherapy. Patient is in good condition now.

Event description:
It was reported that after a total thyroidectomy procedure, the device worked properly and the operation went very well. The surgeon reported the occurrence of hematoma fifteen days post-op.